Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective mix motor. The fse replaced the ise mix motor to resolve the issue. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high sodium (na) patient results on ion-selective electrolytes (ise) cell 1 of their au5800 system. The customer reported that some of the false high results were reported outside of the laboratory and were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.